Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
The report states that "the connection between the belly bag and the catheter end is not good, the bag slips off causing leakage of urine. The catheter [has been in place for 4 weeks], so not old". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The sample was not returned to the manufacturer (hangzhou conod medical co ltd) for investigation. Conod medical reports: "we have proceeded with the following investigations after receiving the complaint: 1. Check the recent situation of production and inspection of relevant belly bags. The processes are clear, there is no change in equipment and raw materials. The key processes have been effectively verified. The parameters meet the requirements of the process card and related verification documents. There is no abnormality during production. 2. According to the complaint description. The connection between the end of the catheter and the urine bag falls off during use, resulting in leakage. At present, this kind of products sold by our company provide customer with self-selected catheters for use. Therefore, we speculate whether such incident is related to the fit of the catheter used by the customer. Or there are some other factors related to the use process (such as frequent pulling force while wearing). However, as there is no actual sample information, we cannot make further confirmation. The root cause cannot be detected." Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The report states that "the connection between the belly bag and the catheter end is not good, the bag slips off causing leakage of urine. The catheter [has been in place for 4 weeks], so not old". No patient harm or injury. The patient status is reported as "fine".